Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crplx c-reactive protein (latex) - crp on a cobas integra 400 plus (i400+). The sample initially resulted with a crp value of 79.0 mg/l accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the value since previous crp values for this patient were much higher. The sample was repeated, resulting as 1383.7 mg/l accompanied by a data flag. No adverse event were alleged to have occurred with the patient. The patient was in an "agonia" state and was treated with antibiotics since microbiological results were positive. The patient passed away a few hours after the erroneous test result. The customer stated that the erroneous crp result had no influence on the patient's condition and did not contribute to the patient's death. The crp reagent lot number was 33382601, with an expiration date of 29-feb-2020.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.